Event description:
Pt developed a second degree burn approx one inch in diameter on top of right foot following treatment for approximately 20-30 minutes with the anodyne professional unit. Physical therapy clinic reports patient was treated by their physician for the burn, and released. The unit was returned for investigational purposes, and a failure of the duty cycle was indentified. This malfunction could lead to a serious injury if it were to recur.